Manufacturer narrative:
A supplemental MDR is being submitted for the completion of the product investigation. The following sections of this report have been updated: update to b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. In this case, the complaint for frame damage was empirically confirmed based on information received to date. Available information suggests procedural factors (high push force, kinked sheath) likely contributed to the event. Kinks introduced to the sheath or delivery system components can disrupt device advancement by altering the intended geometry and internal continuity of the system. A kinked sheath can cause valve struts to interact with the lumen wall, potentially leading to frame damage/bent struts'especially when compounded by device manipulation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted for an update to the root cause of the investigation. The following sections have been updated: b4, g3, g6, h2, h11. In this case, the complaint for frame damage was empirically confirmed based on information received to date. Available information suggests procedural factors (high push force) likely contributed to the event as 'during implant of a 26 mm sapien 3 ultra valve in the aortic position via right transfemoral approach, during valve insertion through the non-expandable portion of the 14f esheath+, the valve became difficult to advance. Ultimately the valve was advanced, however during positioning the frame of the valve appeared bent'. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra valve in the aortic position via right transfemoral approach, during valve insertion through the non-expandable portion of the 14f esheath+, the valve became difficult to advance. Ultimately the valve was advanced, however during positioning the frame of the valve appeared bent. The decision was made to deploy the valve anyways. During valve deployment, the balloon did not inflate normally, it was very slow to inflate and deflate (about 10 seconds each). A second delivery system was prepped, and the valve was post dilated without further incidents. The patient had no injuries and was stable with no paravalvular leak (pvl).